Manufacturer narrative:
Exact date unknown, explant occurred year 2022. D6b: explant date: 2022 additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7060884.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to inadequate pain relief. No further information could be obtained despite good faith efforts.